Manufacturer narrative:
The customer reported the device was discarded and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an venotomy closure of a right common femoral vein was attempted using a proglide device via an 8f sheath after an atrial fibrillation ablation procedure. Reportedly, the proglide became stuck in the vein after deploying the sutures and would not come out. It was determined that the suture was most likely stuck in the tissue and so the suture was cut below the knot and the device came out easily. Another proglide device was used and successfully achieved hemostasis, along with 5 minutes of adjunctive manual compression for tissue tract oozing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.